Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that during u-lag screw extraction, the tip of the driver broke off. The surgery was completed with the preparation of a substitute.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received u-blade lag screwdriver showed normal signs of usage. However, the pegs at the distal end of the outer sleeve were found to be broken which was due to the application of high torsional force. Closer view of the threaded rod we can see that the flanks threads on the proximal and distal area which might be due to heavy application of force can be due to hammering. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to being user-related. The appearance of a breakage surface indicates a brittle fracture caused most likely due to excessive torsional load. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during u-lag screw extraction, the tip of the driver broke off. The surgery was completed with the preparation of a substitute.